Manufacturer narrative:
A user facility reported, "detectable strip peeling off neuro sponge." Deroyal industries, inc. Requested return of the device but it was determined to be unavailable. A review of any corrective and preventive actions (capas) was conducted and no applicable capas were found. An inventory check was performed on one case of neuro sponges. All were found to be within specification and acceptable. This is also a purchased product that deroyal industries just distributes so no risk analysis was reviewed by deroyal. Work orders were reviewed for the reported lot number and no discrepancies were found. A complaint to sales ratio was conducted from april 2023 to april 2025 and was found to be 0.004%. A supplier corrective action request (scar) was issued to the supplier, medsorb dominicana. The supplier conducted a device history record (DHR) review, complaint records, and a review of manufacturing processes. Root cause: because the sample was not returned and no specific issues could be identified for this complaint, the root cause was unable to be determined. Potential root cause: during the investigation, it was found that a similar issue occured previously in which there were inconsistencies in the inspections of the welding process as required. It was found that there was a variance in weld due to variance in material and horn type (welder tips) used during the welding process. The investigation also revealed that the x-ray welding process was not always periodically verified. This could lead to the weld failing between the x-ray strip and sponge. Corrective and preventive actions: corrective and preventive actions were taken based on potential root cause. Updates were made to the relevant work instructions, validated new horn designs that provide better stability, and retrained production personnel to ensure proper set-up verification practices are followed. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, "detectable strip peeling off neuro sponge." Deroyal industries, inc. Has requested return of the device but it has not yet been received. A supplier corrective action request (scar) will be issued to the supplier. This investigation is not complete at this time. No further information is available at this time. Will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "detectable strip peeling off neuro sponge."